Manufacturer narrative:
(B)(4). Additional information: the date of the event onset was reported as an unknown date in (B)(6) 2016. Upon follow up, the event was medically confirmed by a nurse and physician. On an unknown date, the patient was hospitalized for an unspecified medical condition. During hospitalization, there was a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination to the ¿tip of the tube during bag exchange¿. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date during hospitalization, the patient was retrained on proper aseptic technique, specifically the proper connect and disconnect methods. Dianeal therapy remained ongoing. At the time of this report, the patient has recovered from the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report, the patient outcome of this peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.